Event description:
It was reported that the handpiece continues to run on its own. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, press plug, and bearings, which were each replaced along with other components. Svc repaired and returned the device to the customer.